Event description:
A baxter engineer reported a pump with depleted batteries. It is unknown when this occurred. There was a patient injury or medical intervention necessary according to the hospital representative.